Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, endoscopic sphincterotomy (est) was performed, and the common bile duct stones were removed several times using the balloon of the stonetome. Since additional est was necessary, an incision was tried using the stonetome. However, it was noticed that the cutting wire separated from the proximal side hanging freely which was visible on the monitor. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed slowly to avoid the risk of puncturing the duodenum. Upon check the device, it was found that the cutting wire was also kinked. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, endoscopic sphincterotomy (est) was performed, and the common bile duct stones were removed several times using the balloon of the stonetome. Since additional est was necessary, an incision was tried using the stonetome. However, it was noticed that the cutting wire separated from the proximal side hanging freely which was visible on the monitor. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed slowly to avoid the risk of puncturing the duodenum. Upon check the device, it was found that the cutting wire was also kinked. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole, which are consistent with the findings when the device was observed under magnification. Additionally, it was blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.